Manufacturer narrative:
Product event summary: the hvad pump and outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows on (B)(6) 2018 to parameters below the normal operating range and 2 low flow alarms recorded since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula, and/or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. Additional products: outflow graft, 16991533-0486 h3: yes. H6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 4310. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft / (B)(4)/ model #: 1125 / expiration date: 2022-09-30 UDI #: (B)(4) mfg date: 2017-09-01. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were low flows that caused a suspected outflow graft obstruction. The patient was noted to be very weak and slumped over on post-implant day 5. Patient was attempting to move up to a chair with nursing staff when a ¿pop¿ was felt and the patient fell back in chair and flows immediately dropped significantly. The patient was placed back in intensive care unit (ICU), had pending hemolysis labs and a clear computerized tomography angiogram. The patient was reported to have dampened waveform pulsatility and was non-responsive to a fluid bolus. A thrombus was visualized in the left ventricle and pump was explanted. No further patient complications have been reported as a result of this event.